Manufacturer narrative:
(B)(4). One used sample, without packaging was returned for evaluation. Upon visual inspection, it was noted that the tubing at the distal caresite y-site arm port was disconnected. Pictures were taken upon incoming. Upon further observation, it was noted that very little solvent residue between the connection tubing and the y-site arm port was present. The customer's complaint is justified. The root cause of this occurrence could not be definitively determined at this time. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the assembler may attribute to an incident of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: reports when patient came out of surgery there was blood everywhere in the bed. Blood had backed up the line and was leaking out from above the lower y-site. It was uncertain of the length of time that the set had come apart. Set separated above the distal y-site connector. Everything below the y-site is intact. No patient injury.